Event description:
It was reported that the customer experienced a blood glucose (bg) level of 37 mg/dl. Reportedly, customer initiated multiple boluses which subsequently decreased their bg level. Reportedly, customer blacked out and emergency medical technicians were called and customer was taken to the emergency room. Reportedly, customers jaw locked, and received scrapes on their wrists due to customer trying to pull off restraints while being transported to the ER. Customer was treated intravenously with fluids of saline at the ER. Customer was released the same day with the issue resolved. Systems check with tandem technical support confirmed the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.